Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, 139025ext, accessory electrode coated needle with extended insulation, was used during an unknown procedure on (B)(6) 2026 when it was reported, ¿the side of the electrode that connects to the pencil opened part of the packaging seal. The user did not notice that the package had been opened and mistakenly used this needle on the patient¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned using another electrode blade. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event that the side of the electrode that connects to the pencil opened part of the packaging seal was confirmed. Examination of seventeen returned unused 139025ext devices in unopened original packaging found that the rounded end of the electrode had pushed beyond the packaging seal for all seventeen. The devices had poked completely through the seal and out of the packaging. Root cause cannot be determined, however, based upon the risk document; a possible cause of this event could be damaged in transit. A device history record (DHR) review found a non-conformance; however, it was not related to this failure (B)(4). During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, 139025ext, accessory electrode coated needle with extended insulation, was used during an unknown procedure on 6jan26 when it was reported, ¿the side of the electrode that connects to the pencil opened part of the packaging seal. The user did not notice that the package had been opened and mistakenly used this needle on the patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned using another electrode blade. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.